Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. The received medical record does not contain dialysis treatment records, progress notes, physician orders, medication records or additional laboratory results for review. There is no documentation in the medical record supporting a possible association between the cycler, cassette, dialysate and the event of peritonitis. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum. In this specific case, the pdrn could not confirm if the pt acquired the peritonitis due to touch contamination. (B)(6).

Event description:
A peritoneal dialysis (pd) patient reported drain complications and use of an antibiotic solution during treatment. Follow-up with the pt's peritoneal dialysis registered nurse (pdrn) indicated the pt was seen in the clinic on (B)(6) 2015 with cloudy effluent. The fluid was sent for culture and the patient was started on antibiotics (vancomycin and ceftin). Per medical records on (B)(6) 2015, the pt presented to her pd clinic with abdominal pain, felt "achy all over", constipated, and febrile for the past few days. On (B)(6) 2015, the pt was seen in her pd clinic for antibiotic treatment for her peritonitis. The pt was re-educated on topics pertaining to aseptic technique, masking, hand washing and use of hand sanitizer. The pt was taught how to reconstitute and administer antibiotics with a solution bag. On (B)(6) 2015, the pt presented to an emergency department and was admitted to the hospital in order to start merrem (meropenem for injection) therapy, (B)(6). On (B)(6) 2015, the pt had a peripherally inserted central catheter placed for antibiotic therapy, and the pt was discharged from the hospital with home health orders to be trained by nurses to infuse merrem intravenous (IV) route via her PICC line.